Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gastric bypass, the device had partial seal issue. There was no regrasp alert, an end tone was heard and there was an evidence of energy delivery. Bleeding was occurred.